Manufacturer narrative:
On 8-1-96, npb received a medwatch report that a patient admitted to the intensive care unit on 3 april 1996 for a gi bleed was being monitored with a pulse oximeter and a nellcor model rs-10 reflectance oxygen transducer. The hosp has indicated that the site of application may not have been changed for approx 36 hours (against the rs-10's directions for use). The patient was reported to be put in trendelenburg's position for "atleast two hours" (also against the rs-10's directions for use). Allegedly, on 5 april 1996, an abrasion was noted in the area on the forehead where the rs-10 had been applied. Reportedly, the abrasion healed without medical intervention. In june, 1996, the pt visited her physician and a "fishtail" shaped scar reported to be approx 2 mm deep was observed on her forehead. The hosp has stated that they have not been able to isolate the pulse oximeter that had been in use at the time. The hosp claims to have discarded the rs-10 and that the lot number could not be identified. The rs-10 directions for use clearly warns; "the rs-10 can be used on the same site for up to 4 hours. However, the sensor site must be inspected routinely to ensure skin integrity and correct positioning and adhesion of the sensor. If skin integrity changes, move the sensor to another site." And; "do not use the rs-10 if the patient is in trendelenburg's position (head lower than heart) and/or on a mechanical ventilator." The hosp has stated that they "have undertaken a significant educational program" regarding this event. Npb has offered in service assistance as well as educational materials to this customer.